Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and reconnected popped tubing that was the drain line that goes to the wash block. Fse verified repair per established procedures and results met published performance specifications. Root cause was attributed to tubing not being connected.

Event description:
A customer contacted beckman coulter stating a small bloody leak was observed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.